Manufacturer narrative:
The product remains implanted and therefore is not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to pain being subjective to the patient. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2011. Subsequently, two years post-op, the patient reports experiencing moderate pain in left knee that is sharp and burning in the lateral parapatellar region. The phase 3 instrumentation was used. A revision procedure will not be performed.